Event description:
A malfunction alarm occurred due to a power source alert, which resulted in the pump's inability to charge despite attempts with different cables and adapters. There was no adverse impact on the customer's blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.